Event description:
The user facility reported the catheter was connected to the ventrix monitor nl950-100 before it was used on a pt. The error code e01 was deployed. The monitor was replaced, however the error code was displayed again. The connecting codes were replaced with other normal codes, however the catheter could not be used on the pt.